Event description:
(B)(6) states she is having trouble steering the chair. She states the bolts on her arm and joystick are very loose.

Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.